Event description:
It was reported that in the ICU during insertion into the pt's femoral line, the guide wire began to unwind. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). A sample will not be returned for eval.